Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned to olympus without proper reprocessing at the user facility. Therefore, the likely cause of the reported event is due insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - operation manual chapter 3 preparation and inspection shows how to detect the events. - reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the subject device had undergone insufficient reprocessing, which caused unknown foreign material to become lodged in the channel and restrict the air/water aspiration rate. Additionally, there was burnt foreign material located in the light guide lens ¿ likely trace remains from a previous procedure. Finally, the connection tube had wrinkling present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus evis exera iii gastrointestinal videoscope was experiencing an air/water aspiration. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.